Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/1/2024. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample revealed that it was received one w detached needle and a suture that pertained to product code y433h. During the visual inspection of the detached needle, the swage and attachment area was noted with a light swage. The barrel hole was examined under magnification for suture remnant, and none was observed. The suture end was examined and there isn¿t sufficient impression at the insertion mark. Based on the information currently available, iight swage issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a laparoscopy procedure on 6-march-2024, and suture was used. The problem of pulling off suture needle happened in surgery. Changed to another one to complete the surgery. No patient consequence was reported. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned.